Event description:
Report received of an adverse event that occurred while the pump was in use. The pump was reportedly programmed in the continuous plus pca mode to deliver morphine 1 mg/ml at a rate of 6 mg/hr, with a 2 mg pca dose, 20 minute patient lock out. It was unspecified if a 4-hour limit was programmed. In 2002, a bolus dose was requested and the patient reported the display read that 11 mg was delivered instead of the intended 2 mg bolus dose. The patient did not notify the healthcare professional of this event when it was observed. Four days later, a nurse found the patient groggy and unresponsive. The patient was transferred to the ICU and was given 0.4 mg of narcan. There were no reported adverse sequelae. The patient remained hospitalized for management of chronic pain. There was no explanation given by the reporter regarding the correlation between the patient report and the symptoms exhibited 4 days later. Though requested, there was no further information available.